Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer knob was received loosened in a midway position. The air hose and fibre optic cable were cut off the advancer and not returned for analysis. The brake button and advancer were microscopically and visually inspected. The brake button was detached and broken; when received. The advancer housing was opened and the broken portion of the brake was found inside. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that brake defeat button was separated. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink plus was selected for a percutaneous coronary intervention. During preparation, it was noted that the break releasing button became separated when pressed. The procedure was completed with another 1.50mm rotalink plus. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that brake defeat button was separated. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected for a percutaneous coronary intervention. During preparation, it was noted that the break releasing button became separated when pressed. The procedure was completed with another 1.50mm rotalink¿ plus. No patient complications reported and the patient's status was good.